Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced oozing from the groin after placement and a drop in hemoglobin. The patient was transfused four units of packed red blood cells, two units of fresh frozen plasma, and one unit of platelets. Heparin was withheld. Then the pump had a sudden drop in flow. The pump was pulled back to resolve the issue. Tissue plasminogen activator was added to the purge. The pump generated a purge pressure low alarm. A clot was suspected. Dextrose was increased in the purge to resolve the pressure alarms. Later, the patient was repositioned and the pump had an instant drop in flow. The pump was explanted and the patient was in stable condition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a0709 was erroneously entered on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Major bleed/access site adverse event: the cause of the injury was unable to be determined due to insufficient clinical details. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow was determined to be biomaterial ingestion as evidenced by log analysis and returned product analysis. Purge pressure low: the cause of the low purge pressure issue was not established as limited clinical information was provided and there were no issues with returned product. Device history review: the device passed all post sterile inspection checks.